Event description:
It was reported that the symptomatic patient presented with the device in backup vvi mode. Several dowload attempts were made, however the device continued to go back into bvvi mode. The device was replaced.

Manufacturer narrative:
No medwatch form was received.